Event description:
It was reported that pump experienced malfunction alarm with message displayed as malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset steps, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction reappeared.